Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and there was no moisture damage on the electronics assembly. The insulin pump was unable to perform the prime process due to button error alarm. The insulin pump had a broken reservoir tube lip, cracked display window corner and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose reading was 470 mg/dl. Customer treated their high blood glucose via manual injections. Troubleshooting for button error alarm was performed. Customer advised that insulin leaked out of the reservoir and the buttons were sticking on the keypad. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.